Manufacturer narrative:
The reported event was inconclusive. Visual evaluation of the returned four-photo sample noted one opened (without original packaging), used silicone foley temperature sensing catheter. Visual inspection of the first photo sample noted shows overview of the blurry picture of temperature sensing foley catheter. The second photo shows the overview of foley catheter tip. The third photo shows the inflation valve/cap with manufacturing lot number ngjy4779. The fourth photo shows the overview of the labeling with tray lot number mykr1704. This does not meet specification per (B)(4) which states "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloons are not allowed, and must inflate and deflate with the use of a syringe." The reported event is addressed within the labeling as it state: contraindications 1. Method for use: (1) do not reuse.. (2) do not resterilize.. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). They may damage the device and may burst balloon. (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon. No substance except sterile water should be used to inflate the balloon. If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Correction: d,f,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in the ope room, during the pre-test, the sterile water from the foley catheter could not be completely drained.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in the ope room, during the pre-test, the sterile water from the foley catheter could not be completely drained.

Manufacturer narrative:
The reported event is confirmed via CAPA associated. This is addressed by CAPA 12474540. The photo sample was returned and could not be evaluated for the reported failure. Visual evaluation of the returned four-photo sample noted one opened (without original packaging), used silicone foley temperature sensing catheter. Visual inspection of the first photo sample noted shows overview of the blurry picture of temperature sensing foley catheter. The second photo shows the overview of foley catheter tip. The third photo shows the inflation valve/cap with manufacturing lot number ngjy4779. The fourth photo shows the overview of the labeling with tray lot number mykr1704. This does not meet specification per ip7602317, rev 22 which states "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloons are not allowed, and must inflate and deflate with the use of a syringe." Catheter filled with 10ml mbs using returned straight tip syringe. This sample was tested for "difficult to deflate." Inflated with no difficulty. Using the return syringe attempted to passively deflate and only 2ml could be withdrawn. Using in house luer lock syringe 10ml deflated passively in 01min47sec. No cuffing noted. Complaint against syringe CAPA 12474540 identified the root cause of this failure as a combination of three (3) factors; provided water syringe does not meet user expectation for smooth engagement with the valve and no instructions are provided in the japanese IFU for aspirating to assist in deflation, deflation time or take off force criteria or specification to deflate the catheter has not been determined and it is unknown for the customers, inadequate process qualification performed with change in syringe supplier and mold change. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12474540. Refer to CAPA 12474540 for further details. Correction: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in the ope room, during the pre-test, the sterile water from the foley catheter could not be completely drained.